Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination, and another 8 retention samples by functional testing, each having their safety shields activated, and no issues were observed relating to unable to activate shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to activate shield. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. H3 other text : see h.10.

Event description:
It was reported that after use with bd vacutainer® safety-lok¿ blood collection set the safety failed to activate and the phlebotomist sustained a needle stick injury. The facility's protocol and follow-up for a needle-stick has been initiated. There was no report of patient impact. The following information was provided by the initial reporter: phlebotomist incurred a needle-stick after she collected a patient sample, when the safety mechanism failed to activate. Incident occurred on (B)(6) 2023